Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display. The customer blood glucose level was 300 mg/dl. Customer stated the screen was not completely blank and no alarms occurred during or after the time that the buttons were not responding. Customer stated that insulin pump¿s buttons did not begin to work in less than 5 minutes without battery change. Customer also stated that they unable to clear the pump errors, power loss alarm and programming of insulin pump. The customer was advised to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No frozen screen anomaly noted during testing. Device was programmed to correct time and clock was able to advance properly to with no time clock anomalies. (B)(4).